Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred during a lower extremity revascularization. The occluded target lesion was located in the highly calcified superficial femoral artery (sfa). The physician advanced an offroad&#10258;e-entry device past the distal occlusion to the re-entry point; however, the balloon would not inflate due to the balloon having already ruptured. The device was successfully removed from patient and the lesion area was treated with a stent. No patient complications were reported and the patient's status was fine.